Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the they experienced hyperglycemia with blood glucose value of 600 mg/dl. Customer declined to troubleshooting for high blood glucose value and stated insulin pump was working fine. The device will not be returned for analysis.